Manufacturer narrative:
(B)(4).

Event description:
Article title: acute safety of an open-irrigated ablation catheter with 56-hole porous tip for radiofrequency ablation of paroxysmal atrial fibrillation: analysis from 2 observational registry studies. Per a report in the journal of cardiovasc electrophysiol. 2014 aug;25(8):852-8. Doi: 10.1111/jce.12403. Epub 2014 apr 9, a multi-center study was conducted on 742 enrolled patients from 2 registries (sfaf = 508, iuaf = 234), by oza s. Of the the atrial fibrillation institute, st. Vincent¿s medical center, jacksonville, florida et al., to report real world acute safety data from 2 prospective us observational registry studies using the porous tip catheter for the treatment of drug refractory, recurrent, symptomatic paroxysmal af. A secondary objective of this paper is to report on any differences in acute safety between patients age 65 and older and younger patients. Follow-up time information: 7 days of follow-up data in one study and at least 120 days of data from a 1-year follow-up in the other. From the report there were 36 procedure or device-related acute serious adverse events: abdominal pain (1), acute coronary syndrome (1), anemia (1), cardiac tamponade/perforation (9), congestive heart failure (1), dysphagia (1), hematuria (1), hyponatremia (1), hypotension (1), noncardiac chest pain (1), pericarditis (5), pulmonary events (4), vascular access events (6). 1 case of stenosis of the left inferior pv, 1 esophageal injury, and 1 cardiac tamponade subsequent to a repeat ablation procedure occurred at more than 7 days follow-up. Per the article, no other non-serious ae¿s were reported. There were no device or procedure related deaths in these registries, as reviewed and adjudicated by the independent safety monitoring committee. There are no device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the navistar thermocool sf catheter. Concomitant products: carto3 map.